Manufacturer narrative:
Concomitant medical products - model: ilxch151585, abdominal stent graft; implanted: (B)(6) 2009 model: bfxch2615135, abdominal stent graft; implanted:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) called in regarding a patient's implantable cardioverter defibrillator (ICD) and if it needed to be replaced. It was indicated that the device interrogation showed a battery voltage above the recommended replacement time (rrt) level, but had triggered rrt due to a excessive charge time. It was recommended to the caller that the patient be on external monitor with external rescue available until the device has been replaced. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was extracted and replaced. No patient complications have been reported as a result of this event.